Manufacturer narrative:
Date sent to the FDA: 2/24/2021. Additional information: a1, a2, b7, d3, g1, g4 date sent to the FDA: 2/24/2021. Corrected information: g1 - manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, excision surgery, mesh erosion, bowel perforation, nausea, inflammation, adhesions, scarring, disfigurement, stress and anxiety. No additional information was provided.